Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("device being embedded in her uterus/ myometrium"), device expulsion ("device being embedded in her uterus/ myometrium"), pregnancy with contraceptive device ("pregnancy"), haemorrhage in pregnancy ("pregnancy complication - bleeding") and post procedural haematoma ("post-op hematoma / hematoma") in a 39-year-old female patient (gravida 3, para 2) who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube". The patient's past medical history included migraine (not recovered prior to essure), bleeding menstrual heavy (not recovered prior to essure), left lower quadrant pain (not recovered prior to essure), gravida ii ((B)(6) 2005 and (B)(6) 1996), libido disorder and low back pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 10 months 7 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced amenorrhoea ("amenorrhea"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced vulvovaginal burning sensation ("vaginal burning"), vaginal discharge ("vaginal discharge") and vulvovaginal discomfort ("vaginal irritation"). On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). At the beginning of 2014, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant) and the first episode of abdominal pain lower ("pregnancy complication - cramping"). On an unknown date, the patient experienced post procedural haematoma (seriousness criterion medically significant), menorrhagia ("menorrhagia"), libido disorder ("libido problems"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines"), headache ("headaches"), fallopian tube disorder ("matted fimbria on fallopian tubes"), endometriosis ("endometriosis"), adnexa uteri cyst ("para tubal cysts"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("abdominal pain"), the second episode of abdominal pain lower ("lower left quadrant (llq) pain") and anaemia postoperative ("asymptomatic post-op anemia"). On an unknown date, the patient experienced back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with paracetamol (acetaminophen), paracetamol (acetaminophen), oxycodone/apap (oxycodone w/paracetamol), tramadol, ibuprofen (motrin), surgery (laparoscopic tubal electrocoagulation , total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, haemorrhage in pregnancy, post procedural haematoma, libido disorder, vaginal haemorrhage, headache, fallopian tube disorder, endometriosis, adnexa uteri cyst, dysmenorrhoea, vulvovaginal burning sensation, dysfunctional uterine bleeding, alopecia, back pain, abdominal pain, vaginal discharge, vulvovaginal discomfort and anaemia postoperative outcome was unknown, the menorrhagia, amenorrhoea and the last episode of abdominal pain lower had resolved and the migraine was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, adnexa uteri cyst, alopecia, amenorrhoea, anaemia postoperative, back pain, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, embedded device, endometriosis, fallopian tube disorder, haemorrhage in pregnancy, headache, libido disorder, menorrhagia, migraine, post procedural haematoma, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal discomfort, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: insertion details: the left coil was placed with 2 trailing coils with no difficulty. The right coil was placed with 3 trailing coils per protocol. Removal details : essure coil was seen projected from the myometrium at the fundus of the uterus projecting outward. The left coil appeared to be in the fallopian tube but difficult to visualize. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: positive. On (B)(6) 2012 hysterosalpingogram (hsg) test uncertain location of the essure coils. There is no evidence of opacification of the fallopian tubes on either side or of peritoneal spillage. As per consumer, the health care provider informed that fallopian tubes were totally blocked. (B)(6) 2014: surgical pathology report: uterus and cervix with bilateral fallopian tubes, uterus with serosal adhesions and endometrial glands consistent with endometriosis. The differential diagnosis would include deep adenomyosis, proliferative endometrium, focal changes suggestive of prior endometrial ablation and unremarkable cervix. Left and right fallopian tube: complete fallopian tube cross section with small benign para tubal cysts. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, abdominal pain lower, dysmenorrhoea, amenorrhoea, pregnancy with contraceptive device, embedded device, device expulsion, endometriosis , adnexa uteri cyst and back pain . Most recent follow-up information incorporated above includes: on 15-may-2018: plaintiff fact sheet and medical records. Added reporters and case became medically confirmed.updated patient's initials, date of birth and height. Added essure's lot number (948831) and treatment drugs.added lab results and relevant tests.added events libido disorder, vaginal haemorrhage, migraine, headache, fallopian tube disorder , amenorrhoea, endometriosis, adnexa uteri cyst , dysmenorrhoea , vulvovaginal burning sensation , dysfunctional uterine bleeding, alopecia,back pain, abdominal pain , abdominal pain lower, vaginal discharge, vulvovaginal discomfort, anaemia postoperative , post procedural haematoma , device ineffective , pregnancy with contraceptive device, haemorrhage in pregnancy and pelvic pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("device being embedded in her uterus/ myometrium"), device expulsion ("device being embedded in her uterus/ myometrium"), pregnancy with contraceptive device ("pregnancy"), haemorrhage in pregnancy ("pregnancy complication - bleeding") and post procedural haematoma ("post-op hematoma / hematoma") in a 39-year-old female patient (gravida 3, para 2) who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube". The patient's past medical history included migraine (not recovered prior to essure), bleeding menstrual heavy (not recovered prior to essure), left lower quadrant pain (not recovered prior to essure), gravida ii ((B)(6) 2005 and (B)(6) 1996), libido disorder and low back pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 10 months 7 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In april 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced amenorrhoea ("amenorrhea"). In october 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced vulvovaginal burning sensation ("vaginal burning"), vaginal discharge ("vaginal discharge") and vulvovaginal discomfort ("vaginal irritation"). On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In 2014, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant) and the first episode of abdominal pain lower ("pregnancy complication - cramping"). On an unknown date, the patient experienced post procedural haematoma (seriousness criterion medically significant), menorrhagia ("menorrhagia"), libido disorder ("libido problems"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines"), headache ("headaches"), fallopian tube disorder ("matted fimbria on fallopian tubes"), endometriosis ("endometriosis"), adnexa uteri cyst ("para tubal cysts"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("abdominal pain"), the second episode of abdominal pain lower ("lower left quadrant (llq) pain") and anaemia postoperative ("asymptomatic post-op anemia"). On an unknown date, the patient experienced back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with paracetamol (acetaminophen), paracetamol (tylenol), oxycodone/apap (oxycodone w/paracetamol), tramadol, ibuprofen (motrin), surgery (laparoscopic tubal electrocoagulation , total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (laparoscopic tubal electrocoagulation , total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, haemorrhage in pregnancy, post procedural haematoma, libido disorder, vaginal haemorrhage, headache, fallopian tube disorder, endometriosis, adnexa uteri cyst, dysmenorrhoea, vulvovaginal burning sensation, dysfunctional uterine bleeding, alopecia, back pain, abdominal pain, vaginal discharge, vulvovaginal discomfort and anaemia postoperative outcome was unknown, the menorrhagia, amenorrhoea and the last episode of abdominal pain lower had resolved and the migraine was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, adnexa uteri cyst, alopecia, amenorrhoea, anaemia postoperative, back pain, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, embedded device, endometriosis, fallopian tube disorder, haemorrhage in pregnancy, headache, libido disorder, menorrhagia, migraine, post procedural haematoma, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal discomfort, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: insertion details: the left coil was placed with 2 trailing coils with no difficulty. The right coil was placed with 3 trailing coils per protocol. Removal details : essure coil was seen projected from the myometrium at the fundus of the uterus projecting outward. The left coil appeared to be in the fallopian tube but difficult to visualize. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: positive on (B)(6) 2012 hysterosalpingogram (hsg) test uncertain location of the essure coils. There is no evidence of opacification of the fallopian tubes on either side or of peritoneal spillage. As per consumer, the health care provider informed that fallopian tubes were totally blocked. (B)(6) 2014 surgical pathology report: uterus and cervix with bilateral fallopian tubes, uterus with serosal adhesions and endometrial glands consistent with endometriosis. The differential diagnosis would include deep adenomyosis, proliferative endometrium, focal changes suggestive of prior endometrial ablation and unremarkable cervix. Left and right fallopian tube: complete fallopian tube cross section with small benign para tubal cysts. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, abdominal pain lower, dysmenorrhoea, amenorrhoea, pregnancy with contraceptive device, embedded device, device expulsion, endometriosis , adnexa uteri cyst and back pain . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("device being embedded in her uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("device being embedded in her uterus") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic removal of bilateral essure devices and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion and menorrhagia outcome was unknown. The reporter considered device expulsion, embedded device and menorrhagia to be related to essure. Diagnostic results: on (B)(6) 2012, patient had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.